Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been experiencing discomfort due to the location of their drg lead located at l4. As a result, the patient plans to undergo surgical intervention address the issue.

Event description:
Additional information gathered via follow-up revealed the patient's l4 drg lead was explanted to address the patient's issue.